Event description:
The lay user / patient contacted lfs on (B)(6) 2012 alleging inaccurate high readings on her one touch ultralink meter compared to her feelings. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that she had obtained a 400 mg/dl and a 287 mg/dl on her lfs meter sometime in (B)(6) 2011. The patient did not take any action. At an unspecified date and time, the patient developed symptoms of feeling hungry, tearful, shaky and acting strange. She contacted ems and when they arrived they tested the patient's blood glucose and obtained a 40 mg/dl on their accucheck meter. The patient was treated with 1.5 units more of humalog insulin. No further clinical information was provided. It is unclear why the patient was treated with 1.5 units more of insulin by paramedic's with a result pf 40 mg/dl. It would have also been helpful to know when the patient exhibited symptoms and how soon after or before they tested their blood glucose and obtained the alleged high reading of 400 mg/dl and 287 mg/dl. The patient discarded the test strips; therefore, it is unknown how long the test strips had been opened. The product was replaced. No further clinical information as provided. The complaint is being reported since the patient alleged that due to the high reading at an unspecified time she developed symptoms and was treated by paramedics for a blood glucose of 40 mg/dl on the paramedic's meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Since the patient did not provide the test strip lot number, product analysis unable to perform strip testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.